Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Although requested, patient information was not provided.

Event description:
It was reported that drop of blood was observed from the end of maxzero of the t-connector and it splattered onto toddler patient, the mother, and clinicians. It was also noted that the blood did not clear from the set after flushing. The event occurred in the emergency department. Although requested, additional information was not provided.